Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00791 to provide additional information based on the evaluation of the device. The device manufacturer date was identified and filled. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on july 31, 2017. The probe was broken at 20 mm from the distal end. There was a scratch mark on the probe. The shape of the fracture surface showed that the crack developed from the scratch mark as the starting point. There was a spark mark on the non-insulated part of the grasping section. The proximal side of the ptfe pad was worn away. The manufacturing record was reviewed and found no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the ptfe pad was worn since the user output the device in seal & cut mode contacting with thick hard tissue by the distal end of the probe. Since the proximal side of the ptfe pad was worn, the probe contacted with the non-insulated part, and a spark occurred on the probe and the non-insulated part. The crack developed with the spark mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken when the user added loads to the probe. The instruction manual of the device has already warned as follows; warnings: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an open colon surgery, the subject device was used. The probe of the subject device fell off inside the patient. The fallen probe was retrieved by the doctor. The procedure was completed with a similar device. There was no patient injury reported.